Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broke off and not returned. During the visual inspection of the instrument, it was noted that the blade had evidence of having been scrubbed with a metal pad, damaging the blade. This is common with instruments that have been reprocessed. Because of this we cannot conclude a root cause.

Event description:
It was reported that prior to an unknown procedure, the tip of the probe is broken. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported. One device will be returned.